Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary :the complaint sample consisted of (1) 254500165 attune ltl cem tibial drill. Examination of the returned tibial drill confirmed the locking ball bearing that secures the drill stop was recessed into the wall of the drill which would prevent the drill stop from securely attaching to the drill body. Visual examination of the device identified various areas of normal wear. A complaint database search against this product found no additional reports related to the non-functional condition of the locking ball bearing components. From the information provided a definitive root cause could not be determined. Based on the investigation's inability to identify the root cause and the isolated condition of reported event, no corrective action is being pursued. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ball bearing for drill stop on tibial drill threaded into drill. No longer holds the drill stop secure additional information received via to do ad 12 june 2019.